Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient's family member noticed that the patient seemed unresponsive, wandering around the house and was sweating. The patient's blood glucose was noted to be low but the cgm did not alert. A family member called an ambulance and during this time, the cgm was stated that to be less than 40 mg/dl and the finger stick reading was 32 mg/dl. The patient was not treated by a family member and when emergency medical technician's arrived, they treated the patient with IV therapy and orange juice. The patient's sensor was removed and a new sensor was inserted. Emts left once the patient stabilized. At the time of the report, the patient was doing fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Data was evaluated. A review of the performance data logged on (B)(6) 2023 found no data points that fell below the lower user set limit of 80 mg/dl. No conditions were found in the data that should have triggered an audio output on the reported day of the event. Data on the day after the event indicates that low and urgent low alerts occurred in the early morning with the alert starting at vibrate then escalating to 50 percent then 100 percent and were acknowledged by the user. The reported allegation of no audio output during a low glucose event was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem additional. Type of investigation - additional. Investigation findings - additional. Investigation conclusion - additional.